Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled except that the ipsilateral leg graft was placed with one stent overlap. The confirmatory angiography confirmed a type iii endoleak at the mian body-ipsilateral overlap site. An iliac leg graft was additionally placed at the endoleak site. The endoleak was resolved and the procedure was completed. The patient has recovered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, recommended amount of stent overlap, proper ballooning sites within the stent graft. Of particular interest, the event description discusses a one stent overlap; "the procedure was conducted as labeled except that the ipsilateral leg graft was placed with one stent overlap." Per the IFU, minimum recommended amount of overlap is one full stent. It is unknown at this time why the user felt this was not per labeling. However, we have notified the appropriate individuals and we will continue to monitor for similar events.